Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "no sound is coming from the device".the device was not in use for monitoring at the time of the alleged malfunction. No patient or user injury or harm was reported.